Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted during a procedure performed on an unknown date. During the procedure, the suture could not be unfastened. Attempts to release the device resulted in separation of the outer and inner sheaths, preventing stent placement. The procedure was completed with another stent of a different model. There were no patient complications as a result this event.

Manufacturer narrative:
Block b3: event date has been approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device a0401 code captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted during a procedure performed on an unknown date. During the procedure, the suture could not be unfastened. Attempts to release the device resulted in separation of the outer and inner sheaths, preventing stent placement. The procedure was completed with another stent of a different model. There were no patient complications as a result this event.

Manufacturer narrative:
Block b3: event date has been approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device a0401 code captures the reportable event of catheter-guide break. Block h11: a flexima biliary stent and delivery system were returned for analysis. Visual examination of the returned device found the guide catheter detached; it was also buckled and stretched. Additionally, the push catheter suture hole was torn, and the push catheter near the handle was kinked. No other problems were noted to the stent and delivery system. Product analysis confirmed the reported events of catheter guide break and suture deployment issue. The investigation concluded that the reported events and additional observed damages were most likely due to procedural factors such as lesion characteristics, handling of the device and the technique used by the physician (force applied). Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.